Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the stapler during a bowel resection procedure, the reload misfired. The surgeon had to re-staple in order to complete the case. Both the handle and reload were replaced to complete the procedure. There was no patient injury.